Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a day after the lead was implanted, the right atrial lead was found to have dislodged and fallen into the right ventricular. This led to the lead sensing r-waves. No capture was observed during testing. The patient was asymptomatic. The lead was successfully explanted and replaced with no patient issues. The patient will continue to be monitored.